Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the tip was found stretched and the spring tip was detached from the tip. The shroud of the occ cable was connected to the bench top testing equipment. The coefficient values were confirmed to be programmed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. During product analysis it was observed the tip stretched and the spring tip detached, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique causing the reported event.

Event description:
It was reported that guidewire detachment occurred. A comet ii was selected for left heart catheterization (lhc). During the procedure, after taking the measurements the distal end of the wire snapped off, and they had to snare it out. The procedure was completed using an alternative device. There were no patient complications.

Event description:
It was reported that guidewire detachment occurred. A comet ii pressure guidewire was selected for left heart catheterization. During the procedure, after taking the measurements, the distal end of the wire snapped off, and had to be snared out. The procedure was completed using an alternative device. There were no patient complications.